Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The female received a 3.0 x 33mm cypher select plus stent in the proximal lad. The lesion was a bifurcation with inability to protect the major side branch. After stent deployment, there was occlusion of a branch within the stented area. There was 2mm diameter occlusion in the diagonal branch. Pt2 wire was inserted in the diagonal through the stent strut and the ostium of the diagonal was predilated with a 1.5x20mm maverick balloon. The procedure was successfully completed with no further complications.